Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an infection at the ipg site following an implant procedure. The patient presented to the hospital and was provided with IV antibiotics. The physician indicated that the infection began with a previous infection surrounding existing hardware in the patient's spine and that there was a fistula that formed between the source of the infection and the ipg pocket. The device was explanted and there were no reports of further complications.